Event description:
A caller reported a malfunction on the pump, identified by malfunction code malf 12, with a fault indicating a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. The caller was unable to proceed with a pump reset due to not having the necessary charging supplies, and plans to call back once the cable is available to complete the reset and provide the pump serial number.